Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.

Event description:
It was reported to boston scientific corporation that an obtryx sling was used during a transobturator tape procedure performed on (B)(6) 2013. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable. According to the complainant, at follow up appointment, the patient experienced mesh exposure at the fornix. The patient is being treated with oestrogen cream. The physician will see the patient in eight weeks to follow up.